Manufacturer narrative:
Investigation summary: bd received 2 photos and 1 video for investigation. The images and footage show a tube containing red, solid fm inside. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter-unknown. No definitive root cause could be established for the reported defect. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one (1) bd vacutainer® sst¿, foreign matter was observed inside the tube. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that before using one (1) bd vacutainer® sst¿, foreign matter was observed inside the tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.